Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero pressure rated extension set was occluded. The following information was provided by the initial reporter: once nurses get an IV on a patient and connect the extension set, they are no longer able to flush or pull back blood. When using a different kit, this is not a problem. We had approximately 10 incidents before we figured out what was the problem. I don¿t have exact dates, but it would have been during the last 2 weeks. We turned in all IV kits with that lot number, once we figured out that the other lot number on the floor was working. There was patient involvement, as they had to be stuck more than once due to the malfunctioning IV set. These were not fully documented as we did not know what was happening until there was a pattern. The only thing that affected patients was having to be stuck more than once due to not knowing why the line wouldn¿t work. Batch#: possible lots#(25085164, 25085052, 25075006, 25085530).